Event description:
It was reported that during an anterior cruciate ligament reconstruction the mechanism stopped working while drilling the tibia and the flip cutter did not flip back anymore. Due to this failure, a complete tunnel had to be drilled and the surgeon used an extender button to finish the procedure successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the cutter tip of the flipcutter¿ ii, short 10.0 mm had bent and chipped. Functional testing noted that the cutter tip is stuck between the slots of the distal end of the shaft and did not extend or retract due to the damage to the cutter. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.